Event description:
The patient was brought to the preoperative area for a procedure. A contaminant was found in the foley collection bag. The supervisor, infection control, and md were made aware. The drainage bag was changed, pictures obtained and the drainage bag was sent to infection control. We have cultured the contaminates and the results will be available soon. Also, pictures are available.